Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported readings of 40 mg/dl and "lo" (readings lower than 40 mg/dl) were obtained on the sensor scan which were lower when compared to feel. Customer was seen at the emergency room where he received unspecified treatment. No further information was provided as customer refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.